Event description:
Event verbatim [preferred term] burnt her skin/pain/skin was burnt, she had a blister on her back and her back was very sore [burns second degree] , did not check her skin under the product whilst wearing the thermacare heatwrap/ attached the adhesive to her body [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable pharmacist and a consumer. A 57-year-old female patient, non-pregnant, started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number: s23903 and expiry date: apr2020) from an unspecified date at an unspecified frequency for a bad back (back pain relief). The patient's medical history was not reported. There were no concomitant medications. The patient used a thermacare heatwrap 2 years previously (2016) for an unspecified indication and did not experience any adverse events. The patient previously used other heat products (unspecified) for pain relief about 2 years previously and did not experience any adverse events. Pharmacist reported that a customer returned a thermacare product as it burnt her skin. The patient brought back just 1 wrap out of the 4-pack. The batch number and expiry date were taken from the single wrap not the 4-pack box. As of (B)(6) 2018, it was reported the patient used the product regularly and had never experienced an issue. In this instance, the patient did not notice anything unusual during use until after the burn had occurred when she did experience pain. The patient reported that the heatwrap did not feel hotter than normal. As of (B)(6) 2018, the patient reported on 01oct2018 her skin was burnt, she had a blister on her back and her back was very sore. She stated that she experienced a blister on her back from (B)(6) 2018to (B)(6) 2018 the problem/symptoms had not resolved as her back was still very sore. The thermacare heatwrap burnt her skin on (B)(6) 2018 which did not require admission to hospital. The patient was not currently under the care of a physician for any medical condition. She described her skin tone as medium (neither light nor dark) and she did not have sensitive skin or any abnormal skin conditions. She used thermacare heatwrap which was in a red box and had some of the product remaining. The patient wore the heatwrap for 8 hours in one day. She attached the adhesive to her body for about 8 hours. She did not engage in exercise while using the product and she did not check her skin under the product whilst wearing the thermacare heatwrap. She had read the usage instructions on the thermacare heatwrap before she used the product. The patient was not taking any medications. Action taken in response to the events for thermacare heatwrap permanently withdrawn in 2018. Unspecified treatment was received for the event burnt her skin. The outcome of the event burn blister was not resolved. The outcome of other event was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports a burn received while using thermacare. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (19oct2018): new information from a contactable consumer included: event details follow-up (12nov2018): new information received from a contactable consumer includes: patient age, updated product trade name from thermacare heatwrap to thermacare lower back & hip, indication, action taken, past drug, subsumed 'blister' into event 'burn' and recoded it from 'burn' to 'burn blister', updated event treatment and outcome, added new event (did not check her skin under the product whilst wearing the thermacare heatwrap/ attached the adhesive to her body). The patient was not hospitalized for the event burnt her skin. Follow-up (05dec2018): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events of "burn blister" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports a burn received while using thermacare. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burnt her skin/pain/skin was burnt, she had a blister on her back and her back was very sore [burns second degree], did not check her skin under the product whilst wearing the thermacare heatwrap/ attached the adhesive to her body [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable pharmacist and a consumer. A (B)(6) -year-old female patient, non-pregnant, started to receive thermacare heatwrap (thermacare lower back & hip), batch number: s23903 and expiry date: apr2020, from an unspecified date at an unspecified frequency for a bad back (back pain relief). The patient medical history was not reported. There were none concomitant medications. The patient used a thermacare heatwrap 2 years previously (2016) for an unspecified indication and did not experience any adverse event. The patient previously used other heat products (unspecified) for pain relief about 2 years previously and did not experience any adverse event. Pharmacist reported that a customer returned a thermacare product as it burnt her skin. The patient brought back just 1 wrap out of the 4-pack. The batch number and expiry date were taken from the single wrap not the 4-pack box. As of (B)(4) 2018, it was reported the patient used the product regularly and had never experienced an issue. In this instance, the patient did not notice anything unusual during use until after the burn had occurred when she did experience pain. The patient reported that the heatwrap did not feel hotter than normal. As of 12nov2018, the patient reported on (B)(6) 2018 her skin was burnt, she had a blister on her back and her back was very sore. She stated that she experienced a blister on her back from (B)(6) 2018. The problem/symptoms had not resolved as her back was still very sore. The thermacare heatwrap burnt her skin on (B)(6) 2018 which did not require admission to hospital. The patient was not currently under the care of a physician for any medical condition. She described her skin tone as medium (neither light nor dark) and she did not have sensitive skin or any abnormal skin conditions. She used thermacare heatwrap (thermacare lower back & hip) which was in a red box and had some of the product remaining. The patient wore the thermacare heatwrap for 8 hours in one day. She attached the adhesive to her body for about 8 hours. She did not engage in exercise while using the product and she did not check her skin under the product whilst wearing the thermacare heatwrap. She had read the usage instructions on the thermacare heatwrap before she used the product. The patient was not taking any medications. The action taken in response to the events for thermacare heatwrap permanently withdrawn in 2018. Unspecified treatment was received for the event burnt her skin. The outcome of the event burn blister was not resolved. The outcome of other event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(4) 2018): new information from a contactable consumer included: event details. Follow-up (12nov2018): new information received from a contactable consumer includes: patient age, updated product trade name from thermacare heatwrap to thermacare lower back & hip, indication, action taken, past drug, subsumed 'blister' into event 'burn' and recoded it from 'burn' to 'burn blister', updated event treatment and outcome, added new event (did not check her skin under the product whilst wearing the thermacare heatwrap/ attached the adhesive to her body). The patient was not hospitalized for the event burnt her skin. Company clinical evaluation comment: based on the information provided, the events of "burn blister" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "burn blister" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.